Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -5.50/5.50/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. Lens remains implanted. Cause reported as device. If additional information is received a supplemental medwatch report will be submitted.